Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient's husband reported that the cannula on his wife's infusion set was bent and the bend caused it to leak. The patient noticed the leaking from the self-adhesive pad of the infusion set. Her blood glucose level was elevated to 370 mg/dl. Her target level is 70-180 mg/dl. The patient changed the infusion set and bolused to correct the elevated level. She bolused to much insulin and her blood glucose level fell to 52 mg/dl. She was able to eat something to bring her blood glucose level back up. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint describing a bent soft cannula cannot be verified, the infusion set meets product specifications. Result no samples were returned for investigation however the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced. Device was not returned.